Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant, this right atrial (ra) lead showed no sensing and loss of capture. The device was reprogrammed to account for this observation and a chest x-ray was ordered. The chest x-ray showed that the ra lead was dislodged. No further changes were made at that time. The lead remains implanted. No adverse patient effects were reported.